Event description:
Info received indicates leak was noted at the four-way connector of the device during the case. The unit was changed-out and an identical leak was detected with the replacement product. Following change-out of the second unit, the procedure was completed with no consequence reported for the pt.